Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris potentiometer was replaced and calibrated during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error and would not boot up. No pt injury was reported.